Event description:
The pt continues to be in the hosp after the pump and proximal catheter revision. The pt has also continued to have delirium/psychosis; she goes in and out of consciousness. An indium dye study was done with the new pump/catheter; there was no evidence of leak. There were no pump alarms. The pt's status was reported as "serious". The pump/catheter system is used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR's report numbers: 6000030200800390 and 6000030200801156.